Event description:
On (B)(6) 2012, the reporter of the lay user/patient contacted lifescan (lfs) alleging that the patient's unknown onetouch brand meter was not powering on. The complaint was classified based on the customer care advocate (cca) documentation. The reporter reported the alleged issue began on (B)(6) 2012, at around 2pm. It is not known what diabetes medication or what action the patient took, if any, at the time the alleged issue began. The reporter claimed the patient developed symptoms of slurred speech and symptoms of "stroke" an hour after the alleged issue began. In response to the symptoms, the reporter claimed the patient was admitted to the emergency room (ER) for assistance. When the patient arrived to the ER, the reporter stated the patient's blood glucose was tested on the ER/hospital meter with a result of "46 mg/dl" and was followed by treatment of intravenous (IV) glucose. At the time of troubleshooting, the cca noted the products were not available at the time. Based on the information provided, this complaint is being reported because the reporter claims the patient was unable to test her blood glucose due to the reported issue and reportedly received medical intervention by a health care professional (hcp) after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.